Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad or pump. The patient reportedly wore the attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 02/01/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the pump scrolled down on the verify screen without user intervention and the keypad buttons were unresponsive due to the scrolling. During investigation, evidence of contamination was found under all key contacts and the down key contact was misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.